Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic endometriosis procedure, after twenty minutes of use the tip of the device broke down and felt into the patient abdomen. They had to find the few mm long tip in the pelvis. Surgery was prolonged twenty minutes. There was no clip or stapler or any solid material between the jaws. Another like device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m9227x. Additional information was requested and the following was obtained: did retrieving the broken blade from the pelvis cause a change in the plan of care for the patient? The retrieving cause no change in plan, just prolong the time of the procedure. Or, was the broken blade tip discarded? The broken tip was sent back with the device! We packed it separately not to lose it. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.